Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2023 and barbed suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Investigation findings ¿ photo evaluation. Photo investigation summary: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows an apparently detached needle could be observed, the image is not clear to determine the failure mode. Based on the photo review, no conclusion or root cause could be determined. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil, one empty labeled winding former, one detached needle, and one suture piece that pertain to product code sxpp1a425 were returned for evaluation. Upon visual inspection, the swage and attachment area were noted to be as expected. One suture piece was still attached to the barrel needle. The end of the suture appears to be cut. After further evaluation crimping marks were observed on the edge of the needle possibly caused by a surgical instrument. Overall, no needle pull-off was observed. The functional test could not be performed due to the condition of the sample. The condition of the sample received indicates improper handling of the device. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, and strength ¿ = 2360 g/m: all others. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.